Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - incision enlarged; sutures; torn material. Evaluation results: visual inspection of the returned lens showed half the lens was torn off and missing and the piece received was folded in half like a taco. There was evidence of a clear surgical residue. (B)(4).

Event description:
It was reported that the tech on this case loaded the +21.0 diopter cc4204a collamer single piece lens too far back in the injector and as a result, the plunger overrode and tore the lens during insertion. The incision was enlarged 3.2mm and the lens was removed. Sutures were used . The reporter indicated event was likely due to a loading error.